Event description:
The explanting surgeon reported that in 1998 a pt of unknown medical history underwent removal of an aortic valve homograft due to stenosis, regurgitation, and calcification. The type, size, and MFR of the replacement valve are unknown. The aortic valve homograft was originally implanted in 1987 during an aortic root replacement.